Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels due to insulin not coming out of the reservoir. Blood glucose level at the time of the incident was over 500 mg/dl. Blood glucose level at the beginning of the call was 519 mg/dl and 515 mg/dl towards the end of the call. The customer declined troubleshooting. The insulin pump was not replaced or returned. The reservoir will be returned for analysis.